Event description:
A complaint was reported involving difficulties with the wake button on a pump, as it was hard to press and occasionally required multiple attempts to activate the display. There was no adverse impact on the customer's blood glucose levels, remaining within the normal range. Technical support advised specific ways to press the button and confirmed the issue still existed, leading to a decision to replace the pump.